Manufacturer narrative:
Combination product: yes. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
Boston scientific provided the following information: rv lead has had a gradual rise in impedance with intermittent loc and patient is dependent. No report of syncope or passing out. Patient reported feeling tired and weak. Plan is to cap this rv lead and place a new lead today.

Manufacturer narrative:
Combination product: yes. The lead was capped on (B)(6) 2025. The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.